Event description:
Paramedics responded to a person in cardiac arrest with CPR in progress by police first responders. The pt was a vehicle passenger and down approximately 10 minutes before police arrived and for another 10 minutes before paramedics arrived. The device was connected to the pt with disposible defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect electrodes and would not charge. The pt was not resuscitated but the reporter stated the alleged malfunction did not cause or contribute to the pt's death because of the long down time.